Manufacturer narrative:
Boston scientific received information that remote monitor was recently disabled on this device with a fault code of 1007, battery capacity was limited. The field representative inquired of the history of this device and lead. In review of the remote monitoring alerts this device was confirmed to have a shorted condition the month prior. There was inquiry as to why this was not communicated. In review, the alert was communicated and confirmed that a physician was aware of this shorted condition but possibly had not informed other physicians. Another physician at another location had performed the lead revision and was not aware of the shorted condition at the time of the revision. Status of the device is unknown at this time and resolution has been requested from the field representative.

Manufacturer narrative:
It was later reported that the device was explanted. The product is expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
It was further reported that a short circuit condition was observed. Shock impedances were 45 ohms however, the most recent measurement was less than 20 ohms from the most recent shock delivered. There was thought that the shock might have been unnecessary due to the noisy lead. The patient has had a few episodes of ventricular fibrillation of which they are not symptomatic. However, the patient can feel their heart beating hard when lying on their left side. The patient's crt-d was programmed to other than monitor +therapy and the patient was being admitted to the hospital. Technical services discussed device and lead behavior. Resolution has been requested from the field representative and nothing further has yet been received. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected non-sustained noise and low pacing impedances on this right ventricular lead. The physician had elected to continue to monitor the issue. Subsequently, other low impedances were measured. No adverse patient effects were reported.

Manufacturer narrative:
It was later reported that this lead was surgically abandoned. During the procedure the physician could not advance the stylet further than the first rib and thought this was related to a possible crush of lead. The device remained in-service. Again, no adverse patient effects were reported.